Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving di laudid (concentration 5mg/ml, dose 2.5mg/day) via an implantable pump for spinal pain. Other medications percocet 1 qid. On the day prior to this report date, the patient was admitted with complaints of being unresponsive by the family. The emergency room (ER) treatment responded with some narcan. It was noted that the patient had significant urine retention and renal issues. The pump was reduced 50%. On the day after this report date, the programming was verified after a magnetic resonance imaging (MRI) and it was unremarkable. Dilaudid had been reduced from 2.5 mg/day to 1.25mg/day. The patient was noted coherent at that time and they were still working on renal issues. At the time of this report, it was unknown as to whether the issue was resolved and patient status was alive ¿ no injury. Surgical intervention did not occur and was not planned. On this report date, another health care professional reported that the patient suffered altered mental status on (B)(6) 2016(B)(6) and a manufacturing representative came on (B)(6) 2016 and lowered the dose, the health care professional was requesting for a local manufacturing representative to check the pump post MRI scan of the brain. Additional information has been requested regarding the results of the MRI, causality of symptoms, actions/interventions and resolution of the event, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.